Event description:
It was reported via clinical studies, exactech knee replacement study, that a 75 yo male, who underwent initial implant surgery on the right knee on (B)(6) 2015 for the primary diagnosis of osteoarthritis, underwent revision of their natural patellar to a resurfaced patella due to a painful natural patella approximately 3 years 6 months post the initial implant. Event onset of (B)(6) 2018. The case report form indicates this event is possibly related to devices and definitely not related to procedure. Outcome indicates resolved on (B)(6) 2018.

Manufacturer narrative:
Concomitants: 02-010-01-0340 - logic femoral ps cem right sz 4. 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. No device return anticipated. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H7: z-0021-2022.

Manufacturer narrative:
H2: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. H7: z-2112 thru 2133-2021.